Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial components to allograft the patient's patella tendon and tibial tubercle approximately three (3) years and seven (7) months post-operatively. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - zimmer segmental articular surface with hinge post size c 17 mm catalog #: 00585003017 lot #: 65125647, unknown zimmer segmental femoral component catalog #: ni lot #: ni. G2 - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.